Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they have an insulin pen. Customer's blood glucose level was 15.4 mmol/l. Pump will be returned for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and missing address serial number label.